Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of tooth abscess, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with 1 ml of juvéderm voluma and 1 ml of juvéderm vollure to the cheeks, nasolabial folds and perioral areas. Three months later, patient noticed "pea size" nodule inside the bottom lip which grew to a "quarter size". Thirteen days later, patient was prescribed prednisone and amoxicillin. Four days later, patient noticed left eye was "swollen shut" and went to ent which administered a CT scan and a upper tooth "abscess" was discovered and referred to a endodontist. Patient was taken off prednisone and amoxicillin and was told to take benadryl. Approximately one week later, nodules appeared "all over face" and a "walnut sized mass". Hcp wants to perform a biopsy to determine if it is filler related. Patient reported ent thinks that the tooth abscess triggered the immune response to the filler and body is trying to move the filler around and out of the face". The symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4).this MDR is being submitted for the suspect product, juvéderm vollure.